Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17745790m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: non-biosense webster, inc. - st jude medical 8.5 french sr0 sheath. Carto 3 system, us catalog #: unknown, serial #: unknown. Smartablate generator, us catalog #: unknown, serial #: unknown. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac tamponade requiring a pericardial drain. At the end of the procedure, after attempting to achieve the ai target of 550, the physician reported feeling a steam pop. Remainder of procedure was aborted. Patient became hypotensive and tachycardic. Pericardial effusion was detected and a pericardial drain was inserted. Patient was stabilized and transferred to the coronary care unit (ccu). Patient required extended hospitalization (2 additional nights) as a result of the adverse event. Patient fully recovered. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to the steam pop and reaching the high impedance cut-off. Transseptal puncture was performed with an unspecified transseptal needle. Sheath used was a st jude medical 8.5 french sr0. Generator was set on power control mode at 30 watts with standard smartablate temperature cut-off. Power was not titrated. Overall ablation time at the site of injury was approximately 1 minute. Last ablation cycle time at the site of injury was approximately 20 seconds. Irrigated catheter flow was set at 17 ml/min. Patient received anticoagulant during the procedure with activated clotting time (act) maintained in an unspecified range. There is no information regarding shaft proximity interference value. Thermocool® smart touch¿ electrophysiology catheter was not in close proximity to another catheter. Thermocool® smart touch¿ electrophysiology catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. Force visualization features included graph, dashboard, vector, and visitag. Visitag parameters for stability were 3 seconds and 2.5 mm. Additional visitag filters included force-over-time (fot) 25% and 3 grams. Color options used prospectively included ablation index. There were no errors reported on any bwi equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The steam pop and high impedance have been assessed as not reportable as the potential risk that they could cause or contribute to a death or serious deterioration in state of health was remote.